Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The mono-block controller coin battery was evaluated and replaced during the service event. The system was tested and found to be working as intended and put back into service.